Event description:
The account alleged the side rail is not latching. No pt impact.

Manufacturer narrative:
The account found the side rail latch is sticking. The account cleaned and lubricated the side rail latch to resolve the issue.